Event description:
The patient reported tingling on the left side of the face. The tingling started three days ago; it comes and goes about three to four times a day. The device system was on currently. The patient last saw her neurologist about one year ago. It was recommended the patient follow with his health care professional. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if add'l info is received.